Manufacturer narrative:
Quality control (qc) was not provided from before the incident. Qc after the incident was low and high, but data was not provided. The data provided from after the incident was within lab-established ranges. The customer attempted to recalibrate after the incident, but calibration failed. The customer replaced ionized selective electrode (ise) reagents, and the system calibrated, but qc was out. The customer indicated that the co2 was performing acceptably, but wanted service to evaluate the instrument. A bec field service engineer (fse) was dispatched on (B)(4) 2013 and observed some imprecision with chloride (cl), calcium (calc) and co2. The fse decontaminated the system and replaced the carbon bridge and calc electrode. The fse ordered parts and returned on (B)(4) 2013 to replace tubing, ratio pump and electrolyte injection cup (eic) valves. The fse verified instrument performance. Failure mode is unknown; however, multiple parts were replaced and service actions taken, any of which could have caused or contributed to the event. On (B)(6) 2013, the customer reported ongoing electrolyte issues. This incident is documented in MDR 2050012-2013-00314.

Event description:
A customer contacted beckman coulter (bec) stating that the unicel dxc 600i synchron access clinical system generated false low carbon dioxide (co2) results for two (2) patient samples. The results were not reported out of the laboratory. The issue was noticed when the dxc suppressed the co2 result with a "sample noise" error flag on one of the samples. The samples were repeated on both this original dxc and on an alternate instrument (cx5) in the laboratory. All results from the two (2) samples were provided, but only the co2 results were erroneous. There was no change to patient treatment as a result of this event.